Manufacturer narrative:
Event summary: upon visual inspection of catheter 2af283/ 71670, results showed dried blood inside the balloon. Smart chip verification indicated the catheter was used for five applications on the date of the event. The catheter failed the performance test due to system notice (# (B)(4)) indicating that the vacuum was disabled due to a problem with the coaxial umbilical cable. The dissection/pressure test showed a guide wire lumen kink inside the balloons at 0.75 inches from the tip of the catheter. Pressure test did show leaks from guide wire lumen breach. In conclusion, the reported issue (inflation issue) was not confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter did not inflate correctly and it did not reach its full size. The balloon catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Correction: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.